Event description:
The pt reported that she had increased and continued neck and shoulder pain beginning in (B)(6) 2012. In (B)(6) 2013 (4 yrs post operatively), it was discovered that two superior (c5) and two inferior screws (c7) on the anterior cervical plate reportedly fractured. The initial acdf procedure consisted of two peek spacers/cages, structural allograft, formagraft, and a cervical fixation plate c5-c7 implanted on (B)(6) 2008.

Manufacturer narrative:
(B)(4). No radiograph or MRI's confirming the event were rec'd. No further eval of the fractured screws can be performed at this time as they remain in-situ. Review of post operative noted suggests the pt has ongoing degenerative disc disease. Revision surgery is planned and will consist of supplemental posterior fixation. There is no plan at this time to remove the anterior cervical plate. It is unk if the pt complied with post-operative care instructions or sustained an impact of some sort, prior to or during the event. Given that the pt needs posterior fixation, suggest that the pt had pseudarthrosis in c5-c7. Pt's continued adjacent segment disease may have contributed to the event. See scanned page. Contraindications: pts with inadequate bone stock or quality. Pts with physical or medical conditions that would prohibit beneficial surgical outcomes. The root cause of the failure remains unk.